Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: there are no alarms related to the complaint; loss of prime warnings not observed in the black box, force readings were observed to be normal. No data in black box from time of reported issue due to continued use. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with no loss of primes occurring the pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.